Event description:
It was reported that preloaded toric intraocular lens was not properly loaded in the simplicity. Reportedly the lens emerged rotated 90 degrees and folded. During the loading process, the lens was damaged, necessitating the use of another lens. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the device was not returned for evaluation; however, a video was received. Device evaluation: no suspect product was received; however, a video was provided by the customer. The video was evaluated and screenshots were taken. The video displays the lens being implanted into the patient's eye. The lens was observed to be stuck in the incision site; the lens was removed and unfolded outside the patient's eye. A triangle-shaped damage was observed on the lens. Due to no product received, no further evaluation could be performed the video was further evaluated. The cartridge tip appeared to be bevel side down. The lens was delivered through the cartridge tip but was not fully released; the optic center appeared to be positioned in the incision site. The pushrod tip also appeared to be parallel to the optic. The lens was removed with forceps with the anterior surface up but folded in a convex configuration. An assessment of the root cause cannot be further made without having the lens for further inspection. Two possible scenarios may result in similar behavior: 1) the lens was trapped between the lid and base of the lens module component of the simplicity handpiece as a result of manufacturing, and was missed during inspection of the component after assembly. When the lens is trapped, the lens may become rotated during lens transfer from the storage position to the holding position in the cartridge. 2) the lens was advanced too slowly during the transfer of the lens from the storage position to the holding position in the cartridge. The lens may become rotated as a result of too slow transfer. The complaint issues "lens damaged" and "delivery issue" were identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "assembly issues" was not identified during video evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.